Event description:
A surgeon reported that the intraocular pressure (iop) decreased strongly during a vitrectomy procedure. The iop was active but it did not notice the issue. The surgeon's fast reaction prevented any patient harm. Additional information has been requested but not received to date.

Event description:
The event duration was thirty seconds.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).